Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
The clips broke at the level of the applier when the applier was being closed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4) per DHR the product hemolok ml clips 6/cart 84/box, lot # 73h1600478 was manufactured on 08/22/2016 a total of (B)(4) pieces. Lot was released on 08/26/2016. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
The clips broke at the level of the applier when the applier was being closed. The patient's condition was reported as fine.